Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Cartridge lot number: not provided.

Event description:
On (B)(6) 2012, the reporter, the patient's father, reported that on (B)(6) 2012 at 10:30 am, the patient obtained the blood glucose reading of "hi mg/dl" (greater than 600 mg/dl) and she experienced the symptoms of nausea and vomiting. The patient's school nurse administered treatment by giving the patient 7.0 units humalog via a syringe injection, and the patient's symptoms subsided. The patient did not seek any medical attention. Earlier that day at 7:00 am, the patient's blood glucose level was 348 mg/dl. During troubleshooting, it was discovered the insulin cartridge was leaking into the pump, and the cartridge was empty. There was no damage seen to the cartridge or the pump's cartridge compartment, and no issues with the infusion site. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the leaking cartridge issue occurred and received insulin via an injection. Therefore this complaint is being reported.